Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a scratch on the lens of the main unit. Based on the results of the investigation, a definitive cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported image flickering with the camera head. The issue occurred during a therapeutic transurethral resection procedure and was completed as planned using the same set of equipment. There were no reports of patient harm.